Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the ipg failed to establish connection with external devices. The ipg was deemed inoperable and patient lost therapy. Surgical intervention may take place to address the issue.

Manufacturer narrative:
An ipg inoperable was reported to abbott. No devices were returned for evaluation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted.

Event description:
Additional information received identified that the explant date was unknown.

Manufacturer narrative:
Corrected data d6b: date of explant unknown. An ipg inoperable was reported to abbott. The device displayed the low battery message. The patient experienced a loss of therapy. No devices were returned for evaluation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue . Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined. In an updated received 18 jan 2023, it was reported the ipg was replaced with a medtronic device 2 months earlier.